Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states there was a breakage of reconstruction plate 3.5. It was reported that it did not happen during surgery. It is unknown why the breakage occurred or when. No further information available. This is report number 1 of 1 for (B)(4).